Event description:
The service repair technician (srt) reported that during preventative maintenance (pm) of the device, the level detect sensor does not function properly. When in the "alarm/alert" mode and level sensors connected, an alert message "level not attached" occurred. Since the event occurred during preventative maintenance, there was no patient involvement.